Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the login required a witness. A field service engineer (fse) identified a biometric identifier failure that forced users to log in with passwords. The software was updated, and a new biometric identifier unit was installed. Acceptance tests were run, and the results were posted. The user successfully logged in using biometric identifier to confirm proper functionality. Hardware tests were performed on the drawers, and all tests passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, witness was required for login. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.